Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® cat (clot activator tube) plus blood collection tubes. The following information was provided by the initial reporter, "red tubes of this lot number do not fill up to the indicated line. Probably insufficient vacuum. Number: 19 steel tubes immediately removed from the shop floor and other lot number put into use. During donation." 19 occurrences were reported.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® cat (clot activator tube) plus blood collection tubes. The following information was provided by the initial reporter. "Red tubes of this lot number do not fill up to the indicated line. Probably insufficient vacuum. Number: 19 steel tubes immediately removed from the shop floor and other lot number put into use. During donation." 19 occurrences were reported.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.